Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, 85% stenosed lesion in the mid left anterior descending coronary artery. Pre-dilatation was performed with a 1.5x15 mm non-compliant (nc) balloon. A 2.75x15 mm xience v stent was then implanted followed by post-dilatation with a 3.0x12 mm nc balloon at 16 atmospheres. A distal edge dissection was noted and was covered with a 2.75x18 mm xience v stent. There was no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.